Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulty and removal difficulties occurred. Access was gained via the femoral artery and a 6f non bsc guide catheter was advanced to the target vessel. The 99% stenosed, 12mm long and concentric de novo target lesion was located in the mildly calcified and mildly tortuous posterior lateral coronary artery. Significant lesion bend of <=45 degrees was reported. The lesion was crossed with a non-bsc guidewire and a 2.0x12mm maverick balloon advanced and the lesion predilated resulting in 75% stenosis. A 2.25x16mm taxus liberte stent delivery system was then advanced, but it was unable to cross the lesion. During removal, it was reported that the device became stuck in the non-bsc y adapter but that there was no damage to the device when it was removed. The procedure was completed with a 2.25x15mm promus stent with no patient complications. The patient condition post procedure was reported to be "ok". However, product analysis revealed the stent dislodged from the balloon. It was further reported by the site that the stent dislodged in the y-adapter.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was visually, tactilely and microscopically examined along the length of the shaft and no defects or anomalies were found. The distal end was further inspected under magnification. Found that the stent was not returned and the balloon was tightly folded and the stent impression could still be seen on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)